Event description:
Customer called to report that an employee was opening a tube and the tube shattered in the person's hand. The employee was cut and required three stitches. The customer was unable to provide a lot number and said that he did not have any more of the tubes left. The customer remarked that this was a single isolated incident, and he did not think that the tube was tightly capped since the rest of the lot did not have tight caps. The customer said that the employee is ok and has returned to work.

Manufacturer narrative:
Return material from the customer was unavailable for investigation. The customer could not provide a lot number; therefore, retention material could not be examined. A review of the complaint system was conducted and show non other report of this defect on this product catalog number. Although the customer indicated that the caps were not too tight, investigation by product family noted that the cap used on this tube type was identified as a contributing factor leading to occurrences where some caps required higher than usual removal force. For this catalog number, tubes made after 2008 have utilized a new cap shell. These tubes show improvement in the amount of force required to remove the cap from the tube. Bd will continue to monitor this product.